Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support decided to replace the pump and sent a replacement. Customer will continue to use current pump until new pump arrives.